Event description:
It was reported that the 840 ventilator display was erratic. The ventilator was not in use on a patient at the time of the reported event. A covidien service engineer (se) inspected the device and confirmed the reported condition. To address the failure, the se replaced the graphical user interface (gui) printed circuit board (pcb) and updated the backlight inverter pcbs. The se performed self-testing on the device and all tests passed.